Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several momentary disconnections between the controller and batteries. Momentary disconnection will result in an audible tone or "beep." Additionally, log file analysis revealed a controller power up event on (B)(6) 2020 at 18:54:18. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 96% relative state of charge (rsoc) and a second battery was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that the another battery was connected to power port one (1) and the same battery was still connected to power port two (2). The controller was without power for 10 seconds. As a result, the reported loss of power and intermittent beeps events were confirmed. A power source lubrication procedure had been performed on the associated batteries. While the product was not available for physical analysis, the most likely root cause of the reported intermittent beeping event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: product ID: 1688t lead, 1581 lead, 1056t lead, d314trg ICD, implanted on: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was changing their power sources, had a double power disconnect, and the no power alarm sounded. The event was associated with a loss of power to the controller. It was also reported that the patient heard intermittent beeps. The controller remains in use. No patient complications have been reported as a result of this event.